Manufacturer narrative:
Additional device info: model no.: 28-28-75l, lot no.: w09-3328-008, expiration date: 12/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Bifurcated device was placed 1cm above bifurcations; inadequate fixation.

Event description:
Pt presented with an 's' curve in the aorta and a reverse funnel aortic neck measuring 20mm to 24mm; underwent eval procedure in 2009, had implant of a 25-16-120bl bifurcated device and two 28-28-75l proximal extensions. The bifurcated device was placed approximately 1cm off of the aortic bifurcation to preserve the hypogastrics. A possible type iii endoleak cuff. (It was noted that the spine of the first cuff landed on the right side instead of the left, which would have been the slightly longer curve. Also that there was some space left between the renals and the proximal end of the cuff) there were several balloon inflations used to get the stent grafts to conform. At the close of the procedure, the pt had good flow and palpable pulses. The next day, the pt was discharged, and approximately an hour and a half after being home, he felt severe discomfort in his left leg. At the emergency room, he was found to have no pulses in his left leg. Ultrasound imaging revealed occlusion of the left graft limb. A fem-fem bypass with an 8mm ptfe bypass graft was performed; however, the left limb was not cleaned out. Two days later, the pt was ambulating well and had palpable pulses. The following day, still palpable pulses, some occasional numbness in his thigh. Later that evening, developed severe numbness, tingling, weakness in both legs. CT scan revealed migration of the proximal cuff. Since he still had palpable pulses, the decision was made to wait until morning to do an angiogram. The following day, the pt was able to raise his legs, however, no palpable pulses. Angiography revealed some collapsing of the stent, proximal type iii endoleak, and continued occlusion of the left limb. The decision was made to explant the grafts. The pt was converted to open repair, the device were explanted, the fem-fem bypass was left in. The pt tolerated the procedure well.